Event description:
During follow up, diagnostic imaging was performed and the right ventricular (rv) lead was noted to be dislodged. The rv lead was explanted and replaced and the patient was in stable condition.

Manufacturer narrative:
The lead was returned due to lead dislodgement. As received, a complete lead was retuned in one piece. The measured full helix extension length was within specification. Connector pin had physical damage consistent with procedural damage.